Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm was reading 57 mg/dl and the blood glucose reading was 308 mg/dl. The patient experienced a panic attack due to the inaccuracy and was shaking and an ambulance was called. When the paramedics arrived a fingerstick was taken but no values were remembered. The patient received intravenous treatment and ativan for the panic attack, and the patient was brought to the hospital. At the hospital no other medication was given, and the patient was discharged on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.